Event description:
It was reported that during a procedure, the system 2800's images became unreadable. The system was reinitialized twice before the procedure could be completed. There was no adverse patient involvement reported. All patient information reported has been recorded in section a.

Manufacturer narrative:
The malfunction was verified. The system is currently operational and the problem continues intermittently. The following parts are on order and will be replaced as soon as all are available, video controller, system interface circuit board, single board computer, passive backplane, and the hard disk. Once these repairs are affected no further problems are anticipated.